Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 53mm thoracic aneurysm. The length of the aneurysm was noted as 188mm. The aortic arch was noted to have a little tortuosity. Debranching with axilloaxillary was also performed. It was reported during the index procedure vnmf4040c223tj was implanted proximally just below the common carotid artery and vnmc3737c90tj was implanted distally. After vnmc4040c223tj was deployed as planned, the topstent on the proximal region was attempted to be deployed but it would not deploy. The device was attempted to be deployed by using the bailout disassembly technique but this failed and as a result, the tip capture was broken. The physician managed to eventually deploy the device by repeating expansion and passing at the proximal bare stent which was unable to be deployed by cutting down the femoral artery. Per the physician the cause of the event is undermined but tortuosity at the aortic arch may have contributed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusions; the delivery system returned with the tip capture release handle disassembled. The taper tip tubing had been cut distal to the backend assembly. The front grip had been removed from the handle. Damage was observed to the strain relief. The taper tip tubing extended distal to the spindle.the deployment difficulties reported were confirmed through analysis. The reported difficult to deploy event could not be assessed on the pre-implant films provided; therefore the cause of the event could not be fully determined. Procedural angiograms showing attempts to deploy the device were not received for thorough analysis of the event. It is most likely that the acute angulation noted in the aortic arch was a contributory factor in the difficulty to deploy the device. A device issue cannot be ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.